Manufacturer narrative:
Concomitant medical products: product ID 97740, serial# (B)(4), product type: programmer, patient. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received on april 20th 2016 reiterating that their non-rechargeable implantable neurostimulator (ins) had reached elective replacement indicator (eri), but there was no allegation or dissatisfaction with ins longevity at that time. The eri was first seen about a month prior. They were still not able to clear the eri and were still getting a poor communication screen on the patient programmer (pp). The pp would not interrogate or communicate with the ins with or without the antenna attached. They had 2 pp antennas, and the pp would not communicate with either one of them. The pp issue had occurred since (B)(6) 2016. The patient called back two days later stating that they received the replacement pp and it did not work, noting that they were still seeing the eri message. During this call, the patient stated that they were dissatisfied with the ins longevity because they had just had it replaced a year prior (records indicate that the device was implanted on (B)(6) 2015). When attempting to clear the eri message, the end of service (eos) message was displayed. The patient stated that they had seen the eos message about a month prior. They first saw the eri message and then it would go to the eos message. They stated that the implant quit working 3 months prior, which was clarified to mean that was when they stopped feeling stimulation.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
The patient reported an elective replacement indicator (eri) error code. The patient had thought it was supposed to last 5 years but she had just had it replaced in (B)(6) 2015. This had occurred about a week prior to this report. The patient was redirected to her healthcare provider (hcp) to discuss replacement. Poor communication was also reported on the patient programmer (pp). She couldn't get the pp to work. The patient was assisted in trying to bypass the eri message and synch but continued to see poor communication. She was on vacation and didn't have her antenna with her. Placing the pp directly over the implant on the skin did not resolve the issue. The patient was redirected to her hcp to troubleshoot this as well. This had occurred about a week prior to this report. No patient symptoms were reported. Indications for use were other chronic/intract pain (trunk/limbs) and spinal pain.

Event description:
Additional information received from the consumer reported that no steps were taken to resolve the poor communication with the programmer. The patient was not sure what circumstances led to the elective replacement indicator (eri) message, and stated it was still not working. The patient thought that ¿sending a new one¿ would hopefully fix the problem.

Manufacturer narrative:
Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may have not been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Information suggests that the event is now a product problem and adverse event. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Corrected information: a3: sex, a2: date of birth medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.